Event description:
During preventive maintenance by a baxter service technician, a colleague infusion pump was found with a battery depleted alarm. This condition may have interrupted delivery. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available. The user interface module software version of this pump is currently unknown.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated onsite at the facility by a baxter field service technician. A follow-up report will be filed upon completion of the evaluation or if any additional details become available. Similar reports have been received for the reported problem.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a baxter field service technician, and the condition was confirmed by service through the event history. This complaint is an ancillary service event opened during investigation of master complaint (B)(4). The cause was determined to be depleted main batteries. To correct the condition, the main batteries were replaced. If any additional information is received, a follow up MDR will be sent.